Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. No causality was established between the devices and the explosion. The root cause could not be determined due to insufficient information. There were four reported deaths of patients and/or users.

Event description:
4 people have died in regional hospital, (B)(6). On mass media chief of the hospital announced that during unexpected explosion (caused by oxygen leakage,not proved yet) in the ICU area were only ham-c3/c2 units. Investigation of incident have started.